Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('she was 16 weeks pregnant/pregnancy (with complication)') in a 40-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's medical history included pregnancy with contraceptive device. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. The patient was treated with surgery (emergency cesarean section). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: as a result of the essure device's failure, patient used oral contraceptives, as directed by her doctor, as a means to prevent further pregnancies. However, in (B)(6) 2014, despite being on oral birth control, patient learned that she was 16 weeks pregnant, after having missed her period. On (B)(6) 2015, patient reported for labor induction. Despite being given medication to start her labor, patient did not dilate as expected and, as a result, she was taken to the operating room for an emergency cesarean section. Shortly thereafter, at 39 weeks gestation, a baby boy was delivered by patient. Immediately following the delivery of her son, doctor performed a bilateral tubal ligation. This case refers to patient's second pregnancy case. For first pregnancy case refer to case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("she was 16 weeks pregnant") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included pregnancy with contraceptive device. Concomitant products included oral contraceptive nos for contraception. In (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (emergency cesarean section). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: as a result of the essure device's failure, patient used oral contraceptives, as directed by her doctor, as a means to prevent further pregnancies. However, in (B)(6) 2014, despite being on oral birth control, patient learned that she was 16 weeks pregnant, after having missed her period. On (B)(6) 2015, patient reported for labor induction. Despite being given medication to start her labor, patient did not dilate as expected and, as a result, she was taken to the operating room for an emergency cesarean section. Shortly thereafter, at 39 weeks gestation, a baby boy was delivered by patient. Immediately following the delivery of her son, doctor performed a bilateral tubal ligation. This case refers to patient's second pregnancy case. For first pregnancy case refer to (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.